Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 5.3 cm in diameter abdominal aortic aneurysm. The aortic neck diameter was large and was reverse conical. It was reported that after implanting the endurant stent graft the physician used a reliant balloon to model the stent grafts, however the final angiogram revealed a proximal type I endoleak. The physician elected to implant six aptus endoanchors in the proximal portion of the endurant stent graft. Another angiogram was performed and the proximal type I endoleak was resolved. The physician stated that the cause of the proximal type I endoleak was related to the patient¿s anatomy, large and reverse conical aortic neck. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.